Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. Per the complaint information, during trouble shooting patient started over with the same supplies and compromised the setup. Complaint was not confirmed due to a lack of sample. However, based on report information, the cause of the complaint is determined to be use error. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's (B)(4) regarding a system error (se), which occurred on the homechoice (hc) during fill 7 of 9. The home patient (hp) stated they had a se in fill 7 of 9 that morning, but the hp did not know the se. The hp stated they cycled the power and the machine went back to press go to start. The hp stated she went back through the setup with the same supplies and the hc was in manual drain. The tsr explained that the set up was compromised and the hp should not have used the same supplies. The tsr helped the hp end therapy and instructed the hp to contact the peritoneal dialysis registered nurse about the alarm and using compromised supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.